Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 525 mg/dl and customer¿s blood glucose at time of incident was 485 mg/dl. Customer had symptoms as dry mouth. Customer stated that they did not wear sensor. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not treated for their high blood glucose. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.